Manufacturer narrative:
(B)(4). This lot was manufactured february 19, 2015 to february 20, 2015. The device was received for evaluation. A visual inspection on the unit noted white particulate matter, approximately 1.89 mm in length, in the fluid of the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy identified the particulate matter as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained a fiber. This was identified before use. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.